Event description:
It was reported that on (B)(6) 2011 the patient had a tm device implanted. Prior to this surgery the patient was reported to have an on going infection ((B)(6) spetic shoulder, spontaneous infection with intervention). On (B)(6) 2011, the tm implant was removed due to the on going infection and the neck wound not healing. It was noted that the tm implant was difficult to remove due to fusion with the bone.

Manufacturer narrative:
Based on the information provided, the implant did not malfunction and it can be conclusively determined that it did not cause or contribute to the patient's condition.